Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a (B)(6) year-old male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the sample humapen memoir was reported to be flashing in the window, which occurred after a cracked cartridge leaked into the pen. On (B)(4) 2010, the pen was returned. On (B)(4) 2010, the sample humapen memoir was reset and displayed missing segments in the dose numbers in the ones column. This sample humapen memoir is associated with pc (B)(4) (lot 0710c03). The operator and training status were not provided. The length of use for the device type and current sample humapen memoir was not provided. The device was returned. The patient was attempting to obtain a new humapen memoir for continued use.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.